Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, six sterile unused guide wires were returned in association with this complaint. There were no deformities or damages observed on the returned guide wires. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returning. The customer is retaining the device. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat a chronic total occlusion (cto) in the right coronary artery (rca). A pilot guide wire was advanced and was able to cross. The pilot was removed from the anatomy without difficulty. The asahi gaia second guide wire was advanced with some resistance due to the patient anatomy, but was unable to cross to the distal portion of the lesion. The device was pulled back and resistance was felt, due to the patient anatomy. Upon removal from the anatomy, the guide wire tip was noted to be stretched. No device separation was noted. The physician chose to end the procedure at that time and no further treatment was performed. There were no adverse patient effects and the patient is in stable condition. No additional information was provided.